Event description:
Information received by medtronic indicated that the insulin pump had stuck button errors. Customer stated that the insulin pump had to press buttons more to respond. Customer stated that the insulin pump had no delivery alarms, rejected new batteries and copper piece under the battery cap was no longer attached. No harm requiring medical intervention was reported. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned device for a alleged keypad unresponsive/button error alarm, stuck button alarm, no delivery/occlusion alarm - unknown timing, battery cap cracked/damaged, and a failed battery test found on (B)(6) 2022. Device not received with original battery cap. The test p-cap locks properly into the reservoir compartment. The device passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, and the keypad voltage test. All buttons were tested individually for their functionality and all passed. No unexpected no delivery alarms were encountered during testing, no failed battery test alarms were noted during testing, no stuck button alarm, and no keypad unresponsive/ button error alarms were noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No battery alerts, alarms, or anomalies noted in pump history and trace files. No "no delivery alarm noted on event date of (B)(6)2022 in pump history and trace files. No device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, and serial number label missing. No delivery alarm was not confirmed during testing. Keypad unresponsive/button error alarm was not confirmed during testing. Stuck button alarm was not confirmed during testing. Battery cap damage is unknown. Failed battery test was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.